Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an infusion set tubing broken event on (B)(6) 2025. Blood glucose level was high at the time of the event. Therefore, patient took correction injection via multiple daily injections (mdi). Patient was found positive for trace ketones level. Patient resolved the issue by using bolus with pen. No further information available.